Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis in good condition. The customer's reported problem was "double beep/no cassette". Inspection of the pump's event log revealed 18 "no disposable" alarms recorded. Performed simulated use and sensor verification. Simulated used testing was able to replicate the error with a disposable attached. After removal of the cassette, the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after powered up and with a disposable attached. The downstream sensor was replaced to address the issue. What caused the reported problem is unknown. Who caused the reported problem is unknown. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.